Event description:
During a hand assisted lap nephrectomy procedure, when the surgeon tried to insert his hand in the disc, the silicone separated from the rigid outer plastic ring. Another device was used to complete the case. No pt consequence.